Event description:
Information received from a consumer patient receiving clonidine via an implanted pump. Indication for use was noted as spinal pain. A new pump was implanted, the healthcare provider (hcp)gave the patient a bolus and the patient was overdosed with the bolus. The next day the patient could not walk or talk. The patient went into the emergency room (ER) and went into respiratory arrest. The date of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.